Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was 134 mg/dl. Customer reported that they went for the swimming. Customer reported that they received critical pump error with open book image with question mark on screen. Customer reported that they received broken force sensor error before open book image. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.